Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cori-assisted surgery, the bur contacted the ri bone pin 4 mm x 152 mm, therefore, the pin was damaged (damaged threads). There was no delay and no patient was harmed. It is unknown how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.